Event description:
It was reported by the affiliate that the (1) mcm20 was used during an unknown procedure. It was reported that the clip would not feed. The case was completed with another instrument. There was no pt consequence.